Event description:
The customer reported there was air/water leakage from the subject device. There was no patient or user harm reported due to the issue. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the insertion section was peeling (indication marking on the insertion section had a disappeared area). This report is being submitted for the malfunction found during evaluation of the device (coating peeling).

Manufacturer narrative:
In addition to the peeling coating, service found that the device was leaking due to a pinhole on the bending section cover (a-rubber), confirming the customer's reported issue of leaking. Service also found that due to a dent on the biopsy/instrument channel, the suction volume did not meet specification and a channel cleaning brush could not be inserted smoothly. Adhesive on the bending section cover was detached. Due to wear of the angle wire, the bending angle in the up direction did not meet specification. The light guide bundle had breakage. The connecting tube was snaking and had a dent. The indication/marking on the light guide connector was unclear. The angulation lever paint was peeling.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.